Manufacturer narrative:
This product is available, but has not been received for analysis. Additional information will be provided within 30 days of receipt.

Event description:
After placing the smart control stent in the biliary duct, there was friction experienced over the guidewire after removing the outer catheter. The inner layer of the catheter had separated and was still in the pt. Consequently, by removing the guidewire, the inner layer of the catheter could also be retrieved from the patient. There was no resistance experienced when inserting the device. The friction was encountered when a drainage catheter was placed over the wire after deploying the stent. Then the inner sheath was noted to be still on the wire and was consequently removed. There was no friction encountered removing the catheter. There was no force applied when removing the catheter. There were no kinks in the device or the wire. There were no other noted anomalies. The stent fully expanded and no dissection occurred. The lesion was not calcified. There was no patient information provided. There was no injury to the patient.